Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blurry image was not confirmed. The device evaluation found the cable was twisted, causing horizontal stripes in the image. There were bad dots in the image due to faulty close coupled device. The screw of adapter ar-t12e was missing. The adapter ar-t12e was worn. The serial number labeling was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head produced blurry image. The issue was found during preparation for use of an intrauterine resection procedure. The procedure was completed using a different device with no delays. The patient was not under sedation at the time. There were no reports of patient harm.